Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer treated himself with juice and sweets to bring up his blood glucose level. During the call to customer support, it was revealed that the consumer used expired control solution on their test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will not be returned for evaluation.